Event description:
Pt with thrombosed right arm dialysis graft. #4 fogarty catheter utilized for attempted thrombectomy. In initial passage of fogarty catheter the balloon stripped off catheter. A new catheter was utilized & with thrombectomy, the balloon tip was recovered. Arterial blood flow was reinstated with both thrill & bruit. Pt discharged home with a functioning right upper arm dialysis graft.